Event description:
A malfunction was reported, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.